Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that customer experienced low blood glucose 2.6 mmol/l. Customer¿s current blood glucose was 4.5 mmol/l. Troubleshooting was done for low blood glucose event. Customer treated low blood glucose by taking food. Customer had been using insulin pump within 48 hours of reported event. Auto mode feature was not delivering insulin at the time of the event. Based on customer's report they did alleged insulin pump was over delivering. No medical intervention was required. The insulin pump will not be returned for analysis.